Event description:
It was reported that ongoing intermittent occlusions alarms occurred leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer addressed the elevated bgs by changing supplies. To resolve the issue the customer changed the infusion set and cartridge, and resumed insulin use without requiring third-party assistance.